Manufacturer narrative:
Corrected data: added lot number; initially reported explanted date as (B)(6) 2017, but removed due to unknown 1st revision surgery date; added part/lot numbers to concomitants. Manufacturer narrative: the reason for this revision surgery was to implant new bearing and condyle kit. The previous surgery and the revision detailed in this investigation occurred 54 days apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. On (B)(6) 2017, it was reported as a revision surgery due to poly bearing wore out. This surgery was not communicated as the 2nd stage treatment of an infection to implant components after the infection had cleared up. It is likely that the 1st stage revision occurred after this surgery. On an unknown date, a 1st stage reivision surgery was done to treat an infection with a cement spacer. Djo surgical--austin records show no previous complaints for the patient listed on this complaint. On (B)(6) 2017, current revision surgery was to implant new bearing and condyle kit. Attempts to zimmer-biomet were made to obtain the device history records (dhrs) needed; however, as of 11 dec 2017 the records have not been made available. Without this information, this investigation is limited in scope. Should zimmer-biomet provide the requested records at a later time, this investigation shall be re-evaluated. Since the acquisition of zimmer-biomet djo customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery to reimplant a new bearing and humeral condyle kit. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have been the reason for the revision. When a surgery is needed there are multiple factors that are outside the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to the patient having an infection. The ulna poly bearing was removed on an unknown date and treated for infection with a cement spacer and closed up. On (B)(6) the surgeon reimplanted a new bearing and humeral condyle kit.

Manufacturer narrative:
The reason for this revision surgery was to implant new bearing and condyle kit. The in-vivo length of patient service for the implant was 54 days. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Attempts to zimmer-biomet were made to obtain the device history records (dhrs) needed; however, as of 11 dec 2017 the records have not been made available. Without this information, this investigation is limited in scope. Should zimmer-biomet provide the requested records at a later time, this investigation shall be re-evaluated. Since the acquisition of zimmer-biomet djo customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery to reimplant a new bearing and humeral condyle kit. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have been the reason for the revision. When a surgery is needed there are multiple factors that are outside the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.